Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and 0.8 mmol/l ketone level resulting in a hospitalization. The suspected cause of the elevated bg level was due to the pump settings as the customer had made recent changes to the basal rate and correction factor. At the time of the event, the customer delivered correction boluses via the pump as advised by the endocrinologist but bg values remained elevated. Additionally, the customer performed a supply change to address bg level. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, pump or the insulin in use. The customer reported to use trusteel infusion set cannulas for a duration of 3 days instead of the proper usage of 1-2 days. While hospitalized, the customer was treated with two bags of fluids, the hospital reduced the customer's carbohydrate ratio, and changed treatment to manual injections. The treatment resolved the issue and the customer was released from the hospital on (B)(6) 2022 with no permanent damage sustained.